Manufacturer narrative:
The user-reported flow rate issue was confirmed. The device was found to have a flow rate accuracy of -5.58%, which was outside of the +/-5% specification. The device was repaired, recalibrated, and tested to meet all specifications on 08/21/2017. The pump serial number was reported incorrectly by the user initially, and the zyno medical customer service representative followed up with the customer and obtained the updated device serial number. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 10/15/2013.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00234).

Manufacturer narrative:
The manufacturer is waiting for the arrival of the pump.

Event description:
The user reported that the pump had calibration issue. "Issues were identified at the time of programming, so no patients were injured as they were pulled out of circulation".